Event description:
It was reported that during a da vinci si hysterectomy procedure, the maryland bipolar forceps instrument would only cauterize on the front half of the tip, not the entire tip. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering placed the instrument on an in-house system and it was driven. Recognition and engagement passed. A cauterizing test passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument is fully functional. Electrical continuity passed. The instrument has 3 uses remaining. Additional findings revealed scratches on the main tube. The distal end of the main tube has various scratch marks with light material removal. The scratches are short in length and not aligned with the tube axis, suggesting it may have been caused by instrument collisions or rough handling. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.